Manufacturer narrative:
No conclusion code available. Based on the information provided to abbott and the investigation performed, the reported start up issue was confirmed. The generator was connected to an external monitor and a checksum error appeared. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The root cause has been isolated to a depleted cmos battery.

Event description:
During the procedure, after preparing the patient, the generator booted to a white screen. Multiple attempts were made to start the generator with no resolution, causing the procedure to be abandoned.